Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 90% stenosis located in the proximal right coronary artery(rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed using another 2.75x30mm resolute integrity stent. The patient is reported to be alive with no injury.